Manufacturer narrative:
Additional devices: plc271200 UDI: (B)(4), plc271200 UDI: (B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusion and surgical conversion.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with a maximum diameter of 52mm. On (B)(6) 2018, a type a aortic dissection was detected. The dissection was distal to the devices and not in the treated zone. On (B)(6) 2018, an aortic graft occlusion with conversion to open repair occurred. The investigational device was not explanted.

Manufacturer narrative:
Event updated.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with a maximum diameter of 52mm. On (B)(6) 2018, a type a aortic dissection was detected. The dissection was distal to the devices and not in the treated zone. On (B)(6) 2018, an aortic graft occlusion with conversion to open repair occurred. A right axillio-bifemoral (right to left) bypass was performed. No devices were explanted.

Manufacturer narrative:
Updated. Additional devices which are being reported separately: plc271200 lot# 17570801 UDI: (B)(4); plc271200 lot # 17570790 UDI:(B)(4). Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusion and surgical conversion.

Event description:
On (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with a maximum diameter of 52mm. Gore® excluder® aaa endoprostheses were utilized. On (B)(6) 2018, a type a aortic dissection was detected. The dissection was distal to the devices and not in the treated zone. Bilateral lower limb ischemia was also detected. On (B)(6) 2018, an aortic graft occlusion with conversion to open repair occurred. A right axillio-bifemoral (right to left) bypass was performed. No devices were explanted. All devices were reportedly occluded.